Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. The device was tested manually on the bench and using automated test equipment and no high current drain sources were observed. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that premature battery depletion was observed. There has been no follow up on the device since (B)(6) 2011. Device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.